Event description:
It was reported to boston scientific corporation in 2008 that an ultratome xl sphincterotome device was used during a sphincterotomy procedure. According to the complainant, the tip of the sphincterotome was "twisted in the shape of a corkscrew." The procedure was completed with a second ultratome xl sphincterotome device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although the complainant has indicated that the suspect device will be returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.